Manufacturer narrative:
The customer further states: "we strongly recommend establishing a link between physician's prescription and field/course parameters in aria and performing automatic verification of the treatment plan adherence to its prescription in aria. Specifically, for each treatment plan created in eclipse or imported from a third party treatment planning system (tps), the treatment parameters including total dose, fraction dose, number of fractions and energy must be verified against the prescription to ensure that the plan follows the physician's intent. The absence of such verification and connection between physician's prescription and independently chosen treatment parameters can easily lead to mistreatment of patients. Specifically, for each treatment plan created in eclipse or imported from a third party treatment planning system (tps), the treatment parameters including total dose, fraction dose, number of fractions and energy must be verified against the prescription to ensure that the plan follows the physician's intent. The absence of such verification and connection between physician's prescription and independently chosen treatment parameters can easily lead to mistreatment of patients." There has been no malfunction or serious injury reported as a result of this customer's concern. Though the customer is recommending a product improvement, the customer also states a safety concern, for which varian is currently evaluating. Until evaluation of any possible safety implications of this issue is complete, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
In a letter to varian from a customer, the customer states concern of the lack of relationship between physician prescription and treatment plans. The customer states: "we are writing this letter to document what we consider a potentially important radiation safety problem in aria - the lack of relationship between physician prescription and treatment plans. It should be noted that treatment prescriptions are traditionally created by the participating radiation oncologist and are used by dosimetrist and physicists to design treatment plans (including the choice of radiation beams, beam modifiers, etc.). Each radiation prescription normally contains total dose, number of fractions and/or fraction size, beam energy, etc. In order to reduce treatment errors, it is crucially important that dosimetrists follow physician prescriptions when creating treatment plans. In the end, every treatment plan must comply with the corresponding radiation prescription. Unfortunately, aria does not currently contain automatic verification of the plan adherence to its prescription. In fact, prescriptions in aria mean very little since there is no connection between physician's intent and treatment parameters in the aria radiation oncology chart. "